Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -07.50 diopter , implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as patient related factor.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2 of -7.5 diopter implantable collamer lens into the patients right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vaulting and problem was resolved. Cause of the event is reported as unknown. Additional information: device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Residue on lens. Claim#: (B)(4).